Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown pca stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, lot details, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
This pi is for the 2021 revision. In reporting a revision of the patient's left hip on (B)(6) 2025, rep reported that a patient had a revision on (B)(6) 2021 due to a femoral periprosthetic fracture. A pca stem, head, and liner were revised to a restoration modular stem construct, head, and new pca liner. Rep confirmed that there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.